Event description:
Pt had repeat surgery to remove a broken screw from their foot. Their initial surgery was an mtp fusion.

Event description:
Add'l info rec'd from user facility 8/22/2000: initial surgery was left proximal inter-phalangeal arthroplasty second toe and left metatasarl phalangeal fusion arthrodesis.